Manufacturer narrative:
Siemens has completed the investigation. Based on the information provided, the root cause was due to operator error. The customer inspected the device and determined that the error occurred due to operator error. No further details were provided by the customer. The cause of this event is due to user error. The clinitek status+ analyzer was performing as intended.

Event description:
The customer reported that they received a false negative hcg result on their clinitek status+ instrument compared to repeat testing by serum hcg. The patient's pregnancy was confirmed from the repeat testing. There is no reported injury due to this event.